Manufacturer narrative:
D4: unique identifier (UDI) is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the manufacturer was notified of the occurrence of this event, record this event in the database and monitor the future occurrence situation.

Event description:
It was reported that during the use of the product, the customer noticed the catheter slipped off from the connector. No patient injury was reported.